Event description:
The customer called and reported that he was hospitalized with high blood glucose of 471 mg/dl. Customer stated he went for a walk, his heart was pounding, his chest was hurting, he experienced shortness of breath, and felt sick and went to the hospital. The customer was also vomiting. The customer was wearing the insulin pump at the time of hospitalization. The cause of the hospitalization per healthcare provider was stated to be diabetic ketoacidosis. At the time of this report, customer was still in the hospital and his blood glucose was 435 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. The time and date was not accurate. Basal rates and bolus wizard were programmed accurately. The high pressure test was performed and passed. A self-test was performed and passed. Customer was advised to speak with healthcare provider to confirm correct settings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.